Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation that the device was not working correctly, and the patient was having problems breathing. The patient was taken to an emergency room where they passed from hypertension and cardiac arrest. The patient¿s family also reported that the unit was being cleaned with an ozone-based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported regarding a dreamstation device. There is an allegation that the device was not working correctly, and the patient was having problems breathing. The patient was taken to an emergency room where they passed from hypertension and cardiac arrest. The patient¿s family also reported that the unit was being cleaned with an ozone-based disinfection device. The device was returned to the philips investigation lab (pil) for evaluation. During the evaluation of the device, the service technician observed evidence of sound abatement foam degradation/breakdown. The philips investigation lab confirmed the presence of degraded sound abatement foam and degradation of foam in the blower assembly. The philips investigation lab was not able to confirm the complaint, or address the symptoms specified. Additionally, the service technician also noted physical damage to the blower seal, dust/dirt and mold/growth contamination, water tank cracked, dry box leaking, bottom enclosure damaged, heater plate damage, humidifier flip lid damaged, and evidence of water in the device.